Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6), 2010.according to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, a patient complication was reported in the past (details unknown). However, the patient is fine. All other information is unknown and unavailable.